Event description:
The mobile power unit and system controller were exchanged. The patient was provided an ungrounded patient cable because of the pump stops.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed pump stop and low speed events; however, a specific cause could not conclusively be determined through this evaluation as no product was available for evaluation. It was reported that the patient had a pump stop while on mpu and not on battery. The patient returned to the hospital and was clinically well. The two submitted log files contained data from (B)(6) 2020 at 9:57:22 to (B)(6)2020 at 23:54:57 and (B)(6)2020 at 14:22:49 to (B)(6)2020 at 11:42:21. The pump fixed speed and low speed limit were set at 9600 rpm and 9000 rpm respectively for the duration of the log file. On (B)(6)2020 and (B)(6)2020, there were 4 pump stop events captured, resulting in low speed hazards, low speed advisories and low flow hazards. Additionally, on (B)(6)2020 and (B)(6)2020 there were 7 low speed advisories and 3 low speed hazards which were accompanied by low flow events and power elevations ranging from 11.4-12.0 lpm and 8.5-9.8 watts, respectively. The low speed and pump stop events occurred while the patient was supported by the mpu and power module. Based on complaint history and similarly reported events, the low speed and pump stop events captured in the log file appear to be consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the pump stop event cannot be conclusively determined through this evaluation as no product was returned. Per additional information from the clinical specialist, the low flow alarms were caused by pump stop events. The patient was on an ungrounded cable to avoid pump stop events. Reportedly, the device operated as expected. The patient was at home and doing well. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6)2017. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The implant kit was also shipped with heartmate ii lvas IFU section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the hospital because there were alarms on their mobile power unit and not on their battery. The patient went into the hospital and their history showed a pump stop and pump speed was not in the normal range when connected to the mpu. The device also had low flow alarms. No further information was provided.